Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Secondary case was performed on (B)(6) 2017, for an unknown reason. Two afx limb stent grafts were implanted in the patient. No additional event or patient information is available.